Event description:
Facility reports that patient was strapped in a large sling for transporting from the bed to the chair. The top strap either came off the bar or was not securely placed on the bar, and the patient slipped out of the sling and fell to the floor. Patient had laceration to back of head, CT head x-ray negative.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.